Event description:
Event description guidant received information that during implantation of this implantable cardioverter defibrillator (ICD), an inhibition of ventricular pacing was observed during initial attachment of the non-guidant lead system. The leads were removed from the header and re-secured, and the issue resolved. Subsequently, a shocking lead impedance measurement was obtained and an out-of-range measurement was noted. The physician suspects a header issue with the device and, therefore explanted the ICD.